Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, the patient had an altis implanted in (B)(6) 2021 and from (B)(6) 2024 experienced the feeling of protruding foreign object from vagina with odorous discharge and the inability to have intercourse due to suspected mesh erosion. In 2025 vaginal excision of eroded mesh and possible anterior/posterior colporrhaphy were performed.